Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/16/2016 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed the display was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/16/2016.